Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of double beep no cassette was verified. The event log did not contain any associated events. Service replaced the downstream occlusion sensor. Use testing was performed. The problem source is the faulty downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump had double beep no cassette error. No reported adverse effects.

Manufacturer narrative:
Additional information received on 18 december 2018 indicating the event date and that there was no patient involved in the reported event.